Event description:
The customer reported that the device was unable to cut pt tissue. At this time a portion of the blue jaw disengaged and fell into the pt cavity. The material was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a complete a follow-up report will be submitted.